Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a device upgrade, while implanting the second lead, a jam was noted that prevented the stylet from progressing. The jam was unable to be cleared due to an extreme amount of tension in the lead. The lead was not implanted and was replaced without further issues. There were no patient health complications.